Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level 330mg/dl that was treated with insulin pen. The infusion set was in use for two days and the site of insertion was thigh. No further information is available.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.